Event description:
It was reported that the sharps coll 8qt nest open top needl port hook was found melted/damaged before use. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about a defective component of sharps collector (305343). The component (hook) on the back was damaged like melted."

Manufacturer narrative:
H6: investigation summary a sample was received by bd japan, but was not sent to the manufactur, however a photo of the sample was sent to the manufacutur that shows the defect. Based on this investigation it was confirmed this issue is related to manufacturing process due to an incorrect segregation was made at the time of stoppages, the current segregation and scrap process will be reviewed in order to get a more robust process. Also, as part of the following to this complaint a quality alert was generated in order to make aware all people involved about this issue received under this complaint. The complaint was captured also for tracking and trending purposes. According to the DHR review process; the result showed there were no issues reported like short shot during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed that on last 12 months no ncmrs has been opened for short shot for the same part number. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the sharps coll 8qt nest open top needle port hook was found melted/damaged before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about a defective component of sharps collector (305343). The component (hook) on the back was damaged like melted."